Event description:
It was reported that at 101,928 joules while using the surgical fiber during a prostate procedure, a fiber connection error occurred and could not be cleared. Time expended: 21:57 minutes. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber glass cap exhibits severe devitrification, severe char, and cratering; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; the fiber passed the conductivity test. Based on the analysis, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of " fiber connection error message" could not be confirmed; a melted cap failure was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.